Manufacturer narrative:
The device has not been received for analysis as of the date of this report.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the physician had difficulties crossing the lesion. A 3.00x16mm taxus liberte was advanced toward the lad, the stent did not cross the lesion and the physician took it out of the pt and found the stent strut protruded. The procedure was completed with another of the same device. No pt injuries or complications were reported. Pt status is listed as ok.